Manufacturer narrative:
Visual examination of the complaint sample found a leak at the blood inlet area below the bushing of the pump cassette. This area exhibited delamination of the weld seam which would have caused the leak. It is likely that the rf welding process was not adequate for that weld seam in that area. The manufacturer has initiated a cpar to address the root cause and corrective action. There are no devices of this lot in inventory remaining for evaluation. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set while in use. He stated that the set had a leak at the seam and leaked blood during the procedure. The perfusionist stated that this same event has occurred two other times with this same lot. Reference manufacturer reports: 1649914-2015-00068 and 1649914-2015-00069. Patient information was not provided and the amount of blood lost was not provided. Attempts to contact the complainant for additional information were unsuccessful. The report did not state if there were any patient complications as a result of the alleged event. A device sample was returned for one of the complaints (1649914-2015-00067) but not for the other two.